Event description:
A pt with multiple co-morbidities underwent an aortic valve replacement with the trifecta valve and coronary artery bypass grafting. An aortic jet was noted on transesophageal echocardiogram at the end of the procedure. The pt left the operating room on a small dose of inotropes and stable. The pt required escalation of treatment was stabilized on a moderate dose of inotropes with insertion of an intra-aortic balloon pump. Concurrent acute chronic renal failure required commencement of haemofiltration and the patient remained ventilated. Postoperatively, trans-thoracic echo confirmed aortic incompetence so the decision was made to replace the bioprosthesis. Direct inspection of the implanted valve confirmed that it was securely sutured to the native annulus; however, there was a gap between contiguous margins of the valve cusps. The valve was excised and a mechanical valve from another manufacturer was implanted. The re-operation proceeded uneventfully but the heart failed to wean from cardiopulmonary bypass at the end of the procedure and the pt expired in the operating room.